Event description:
A report was received that a patient will be explanted. The patient's pain pathology has changed which has caused the stimulation to feel irritating and makes his pain worse. The patient also feels a burning sensation around his back and in his legs.